Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2018 at approximately 6:00 a.m., the patient woke up and felt sick. The blood glucose result was "hi" mg/dl on the patient's aviva meter. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The patient set the temporary basal rate to 190% and additionally released insulin via pen. The patient also received results of 240 mg/dl, 591 mg/dl, 463 mg/dl, and 523 mg/dl from the aviva meter on (B)(6) 2018. It is unknown when these results were taken. The patient went to the hospital due to the elevated blood glucose results. The patient was treated with insulin via infusion at the hospital. The blood glucose results at the hospital were not provided. The patient was hospitalized from (B)(6) 2018. The infusion device was requested to be returned for product evaluation.